Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch with (B)(6) for the inform meter.

Event description:
Caller states that the inform base has burnt connector pins. None of the pins are bent. The meter has burnt pins as well. Requested return of suspect device and replacement was sent.